Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed a pulse test. The cause for the failure was isolated to transistor q17 receiving a signal intermittently on the monitor defibrillator board. The cause for the intermittent signal to q17 was a cracked t2 biphasic inductor. The root cause for the defective t2 inductor could not be positively identified. No adverse event resulted from the damaged t2 inductor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.